Manufacturer narrative:
The device referenced was not returned to olympus for evaluation. The users were reportedly flushing the suction channel with soap during manual reprocessing, along with a combination of wiping, soaking the device in a liquid chemical disinfectant (cidex opa), and rinsing. An olympus endoscope support specialist has provided in-service training to users at this facility and reviewed appropriate reprocessing of this device. If additional and significant info becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed by the user facility that the suction channel of the tracheal intubation fiberscope was not being brushed as part of the reprocessing for this device. There were no reports of any pt infections or other adverse impacts to pts as a result of this matter.